Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor system. Unit was received missing end cap sticker, broken reservoir tube lip, and minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump was not working. Customer's blood glucose level was 150 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.